Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bent cannula and leaks at the site when he inserts the set. Customer stated that due to the issues, he has had with high blood glucose 2 times. One incident was 5 weeks ago and the second one was a week ago. Customer declined troubleshooting for high blood glucose as he knows it was a leak and a bent cannula. Customer stated that he treated his blood glucose of 400 mg/dl 5 weeks ago with a manual injection. One week ago, he treated with a pump bolus. Customer's blood glucose did return to normal and he also just changed the set.